Event description:
A total hip revision was performed on january 27, 1992. The original hip replacement was a thackray device. No implant failure occurred, however, a fixation failure was documented. The femoral components of the prosthesis measured 16.8 cm in length, the articular ball measured 2.2 cm in diameter. The articular surface was smooth and shiny. The diagnosis listed was chronic proliferative synovitis and local body reaction.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, anticipated or known. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.